Event description:
Recalibration of a device with a difference of 10mmhg or more is considered a reportable event as the physician is performing intervention to prevent permanent damage or impairment.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.